Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated alinity I anti-hbs for one patient who is taking immunoglobulin products. The following data was provided: the patient was originally negative for anti-hbs. Date is unknown. Three months ago anti-hbs was over 100 currently anti-hbs was negative. There was no reported impact to patient management.

Event description:
The customer reported false elevated alinity I anti-hbs for one patient who is taking immunoglobulin products. The following data was provided: the patient was originally negative for anti-hbs. Date is unknown. Three months ago, anti-hbs was over 100 currently anti-hbs was negative. There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. The ticket search determined that there is as expected complaint activity for the likely cause list number. Review of tracking and trending for the alinity I anti-hbs assay did not identify an increase in complaint activity related to the complaint issue. The likely cause lot is unknown in this case; however, field data review shows that the median patient result across multiple lots fall within +/-3sd of the established baseline, indicating the reagent lots are performing acceptably on market. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency with the alinity I anti-hbs reagent was identified.